Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider stated the chair has issues turning right. Joystick is hesitating on the right side and request to send joystick in for non warranty repair. Provider states will call back with a purchase order number.